Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the tip fell off inside the patient and it was recovered from the patient. A backup device was used to complete the surgery with no significant delay or patient injury reported.